Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 0(B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. A call service alarm cs054 was observed in the black box and the alarm history. However, during the actual testing, the pump powered on properly with no alarms. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Unrelated to the original complaint, the battery compartment was noted to be cracked.